Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and difficulty removing a catheter occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified front arm shunt vessel, 10 mm in length and diameter 5 mm. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion and inflated to 6 atms/30 secs, and 15 atms/30 secs. During the third inflation at 28 atms/30 secs, a rupture occurred. When the mustang balloon catheter was withdrawn the device was unable to be removed thru the 5fr sheath. The patient was taken to surgery and the mustang balloon catheter was removed from the patient. No further patient complications were reported and the patient's status is listed as stable. The procedure was completed with a different device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and difficulty removing a catheter occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified front arm shunt vessel, 10 mm in length and diameter 5 mm. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion and inflated to 6 atms/30 secs, and 15 atms/30 secs. During the third inflation at 28 atms/30 secs, a rupture occurred. When the mustang balloon catheter was withdrawn the device was unable to be removed thru the 5fr sheath. The patient was taken to surgery and the mustang balloon catheter was removed from the patient. No further patient complications were reported and the patient's status is listed as stable. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the sheath was damage at the distal end. The balloon was torn circumferentially and the proximal portion of the balloon remained inside the sheath. The distal portion of the balloon remained attached at was bunched up at the distal end of the device. The sheath was moved proximally on the device to reveal the proximal portion of the balloon. The shaft was stretched and the distal markerband was loose on the shaft. The proximal markerband was secure on the shaft in the correct position. The circumferential tear was 25mm from the proximal markerband. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not exceed the rated balloon burst pressure. (B)(4).

Manufacturer narrative:
(B)(4).